Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the apollo catheter tip failed to detach. It would not separate even though it was jammed with onyx liquid embolic. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for an arteriovenous malformation (avm). The patient's vessel tortuosity was severe. The access vessel was the ica, which was 4mm in diameter.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (B)(6), 203cm ruler (B)(6) ¿ as found condition: the apollo micro catheter was returned for analysis within a shipping box, within a plastic bio-pouch, and within a dispenser coil. ¿ visual inspection/damage location details: an unknown wire was found extending out from within the apollo catheter hub for ~32.0cm. The apollo catheter hub was found in good condition. No bends or kinks were found with the apollo catheter body. The apollo catheter body was found ruptured at ~19.2cm from the distal end. The distal ~4.0cm of the apollo catheter body was found stretched. The 3.0cm detachable tip was found detached from the catheter. The detached tip was not returned. There was no evidence of use of onyx with the apollo micro catheter. ¿ testing/analysis: the apollo micro catheter total length was measured to be ~168.5cm, the usable length was measured to be ~162.2cm, and the distal floppy segment was measured to be ~23.0cm. It could not be determined if the apollo catheter usable and distal floppy segment lengths meet specification as the detachable tip was found detached. An attempt was made to remove the unknown wire from within the apollo catheter; however, resistance was encountered, and the wire was found stuck. The ldpe coupling tube overlap length was measured to be 1.62mm which is within specification (specification: 1.0mm - 2.5mm). ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿tip non-detach¿ report could not be confirmed as the apollo micro catheter was returned with the tip already detached. Possible causes for tip non-detachment include patient vessel tortuosity, high tensile value, reflux over ldpe coupling (i.e., past proximal marker band), and biomechanical factors (i.e., vasospasm). Tensile testing was performed and found to be within control limits of historical spc data and specifications. Information regarding reflux or biomechanical factors was not reported. Therefore, any contributing factors could not be assessed. In this event, it is possible the patient¿s ¿severe¿ vessel tortuosity contributed to the non-detachment. However, the cause could not be determined. Regarding the apollo catheter stretching damage can occur if the device is advanced or retrieved against resistance. As the unknown wire was found stuck within the apollo micro catheter it is possible damage occurred during delivery of the wire within the apollo micro catheter. As the wire could not be removed additional analysis could not be performed. Regarding the apollo catheter rupture, the rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. There was no indication that the apollo micro catheter was used with embolic material. It is likely the distal portion of the apollo catheter was kinked or prolapsed causing the catheter to rupture. Catheter burst testing was performed and the data was within the expected and established specifications. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.